Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer was not freely opening and nursing staffs had to pull at the drawer to open it manually. The customer confirmed that the reported issue occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer was not freely opening and nursing staffs had to pull at the drawer to open it manually. The customer confirmed that the reported issue occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had been missing rails. A field service engineer found that auxiliary drawers had missing screws on the right back side. The drawers opened with ease once the screws were replaced. The customer tested that the drawers were operating correctly. The system functioned as intended after the field service engineer repaired the device.